Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineers confirmed the device had no telemetry capabilities but could produce tones, as reported by the field prior to explant. An external and internal visual inspection of the device identified no anomalies however an x-ray internal inspection did note a solder crack at the battery fuse location. A magnet reset was then conducted which fully restored telemetry capabilities. Further testing confirmed the solder crack was not contributory to the lack of telemetry, as no memory corruption or power resets were observed. A longevity calculation was also completed to assess the rate of battery depletion during the implanted duration. Findings from this evaluation confirmed a normal depletion rate supporting evidence that the device did not exhibit advisory behavior of the shortened replacement window. Laboratory analysis was able to confirm the reported clinical observation of no telemetry however was unable to identify root cause of this telemetry loss. The device did not exhibit premature battery depletion.

Event description:
It was reported that during the previously planned replacement procedure, this device was unable to be interrogated. Reportedly, the device did respond to magnet application with the expected tone annunciation however, failed to complete an interrogation with two programmer attempts. The device was explanted and later returned for analysis. During the previous device checks, approximately three months prior, the device did exhibit a battery capacity of ten percent however it was noted the model serial of the device is included in the shortened replacement window advisory. No resulting adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the previously planned replacement procedure, this device was unable to be interrogated. Reportedly, the device did respond to magnet application with the expected tone annunciation, however failed to complete an interrogation with two programmer attempts. The device was explanted and is expected to be returned for analysis. During the previous device check, approximately three months prior, the device did exhibit a battery capacity of ten percent; however it was noted the model serial of the device is included in the shortened replacement window advisory. No resulting adverse patient effects were reported.